Event description:
It was reported that right hip revision surgery was performed. Originally implanted with competitor's mathias stem. Patient's bilateral (left hip) was also revised (see MDR 3005975929-2017-00215).

Event description:
It was reported that revision surgery had been scheduled due to metallosis.